Event description:
User has experienced 5 episodes of his new tanning beds failing to terminate exposures. He owns 35 beds. The 5 newest of these beds are equipped with a new style "sealed" contactor. Bed #1 failed to terminate exposure on 2/28 and again on 3/17/96. Bed #2 failed to terminate exposure on 3/8/96. Contactors were replaced on all 5 new beds by the MFR on 3/21/96. Bed #2 failed to terminate exposure again on 4/2/96.